Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced several rewind anomalies and are unable to exit. Their blood glucose is unknown. No further details are given. The insulin pump will be returning for analysis.